Event description:
Dr. (B)(6) at (B)(6) was performing an operation when the screw broke in the mandible (symphysis region). The thread portion of the screw head was left in patient (identifier cw); the head of the screw was disposed of by the hospital. Patient's long term health was not compromised.

Manufacturer narrative:
Device discarded; unable to follow-up. No evaluation of product can be performed.